Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was ¿not feeling the stimulation¿ and ¿had a lot of pain.¿ it was noted that while the idea was to replace the patient¿s device with a new one, a surgery date was not yet scheduled at the time of follow-up. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a175, serial#: (B)(4), implanted: (B)(4) 2016, product type: lead. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 06-feb-2018, UDI#: (B)(4); product ID: 977a175, serial/lot #: (B)(4), ubd: 06-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they stopped feeling stimulation a week and a half prior to report. The patient tried to raise the voltage, but the voltage did not rise and instead the patient experienced an increase in ¿basic pain in the arm.¿ x-ray imaging was performed in an effort to diagnose the issue; however, no specific issues were noted. Impedance testing was performed and ¿showed all contacts outside the range.¿ the impedances were ¿high¿ and ¿greater than 10,000¿ ohms. It was noted the patient¿s leads were implanted and out of service at the time of report and were planned to be replaced in the future. The leads were planned to be replaced, while the ins would not be replaced; however, no replacement date had been scheduled yet as of 2020-mar-05. It was noted there were no surgical interventions needed to prevent a permanent impairment of function and the event did not lead to or extend patient hospitalization. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977a175, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 977a175, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.